Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported her blood glucose elevated to the 300's mg/dl due to a leak in the infusion set. Her target range is 100-150 mg/dl, and she changed the infusion set and delivered a bolus. Follow-up was completed, and she reported her blood glucose decreased to her normal range. No adverse event was reported. The infusion set was replaced and requested for evaluation.